Event description:
Caller states patient tested 5.5 inr on the coaguchek s system while a comparison lab returned a 3.3 inr. Coumadin was lowered 7 days prior to this comparison and has not been changed since. No adverse event reported. Requested return of suspect system and replacement was sent.